Event description:
A home patient's family member contacted baxter's technical service center regarding a reload set 201 message that appeared on the display of the home patient's homechoice machine during priming of their automated peritoneal dialysis therapy. Per initial report, the home patient's family member refused to start the new therapy session with the new supplies. Baxter's technical service center assisted the home patient's family member in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient's nurse.